Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the nicu/scn (neonatal units) during a line check, lipids were noted to be leaking from connection site of the microbore tubing and lipid filter. There was no harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the nicu/scn (neonatal units) during a line check, lipids were noted to be leaking from connection site of the microbore tubing and lipid filter. There was no harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. However, the leak was from the filter vent, not from the connection of the tubing and filter as reported. Visual inspection showed fluid residue within the filter. Functional testing resulted in fluid leaking out from the vent of the 1.2 micron filter. The root cause of the leak was determined to be oversaturation of the filter which causes the infusate to leak/weep out through the path of least resistance (the filter air vent).

Event description:
The customer reported that in the nicu/scn (neonatal units) during a line check, lipids were noted to be leaking from connection site of the microbore tubing and lipid filter. There was no harm.